Event description:
It was reported that the patient passed away on (B)(6) 2013. Two weeks later, it was reported that the actual diagnosis was unknown, but it was not device related. Nothing was noted on the patient's chart except that she passed away and that the health care provider (hcp) was notified by the family.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot# va04h0k, implanted: (B)(6) 2013, product type: lead. (B)(4).